Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver is able to boot up; however, the circuitry or display is non-functional. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of the receiver turning off without a manual restart. The root cause was determined to be a defective capacitor.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver turned off without turning it off. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).